Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board caused the issue. A field service engineer switched power off, disconnected auxiliary cabinet and main drawers at the same time and determined main half height drawer 5.1 caused the issue. Fse replaced drawer controller board and passed in hardware test application. Pharmacist completed inventory of medication in drawer. Proactive inspections process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station had black screen and unable to powered on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.